Event description:
It was reported a perforation and hematoma occurred. During a watchman left atrial appendage closure (laac) procedure, a versacross connect access solution kit was selected for use. During the transseptal cross, the physician attempted to advance the versacross rf wire, but it did not advance normally. Three transseptal puncture (tsp) attempts were made but the versacross rf wire failed to cross. Thus, a transesophageal echocardiogram (tee) imaging revealed a small shunt from aorta non coronary cusp to left atrium and hematoma that formed and resolved. The perforation was noticed after the third attempt. The device was then replaced with a nrg needle, transseptal was done with no further issues and the procedure was completed successfully. The following morning, tee showed a "pinhole shunt" but no other issues. The patient was monitored for 48 hours, kept with longer intubation, additional testing was required and was to be released if no issues are found (expected to fully recover). The device is not expected to be returned for analysis. It was further confirmed that there were multiple attempts required to track up / drop down into position on septum before tsp was performed. The versacross rf wire was at some tent but at an oblique angle. Perforation was noticed before switching to nrg needle. The patient hemodynamics were checked closely, and the perforation was monitored via tee for several minutes before the case proceeded. No versacross device malfunctions were reported. The physician felt it was worth to try more than one attempt to go transseptal with versacross rf wire, and in his opinion, it did perforated aorta during the transseptal attempts.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.